Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery, a "service required" alarm condition occurred, and the ventilator's ac inlet connector was damaged . There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery and damage to the ac inlet connector were observed. The device's internal battery and ac inlet connector were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.